Manufacturer narrative:
The device was received 23-jul-2020. Complaints specialist performed applicable visual and dimensional analysis on the returned device. Blood was noted on the stent (possibly due to handling with bloody gloves or insertion through hemostatic valve, if attempted); stent was dislodged, with extensive stent damage noted. Complaints specialist was unable to replicate stent damage and dislodgement in a testing environment due to the condition of the returned device. A review of the lot history record (lhr) was performed. There were no non-conformances. The lot conforms to its predetermined specifications and requirements, including for stent retention. Risk assessment review indicates that stent damage and dislodgement are captured as known potential occurrences. Though unable to be confirmed, potential causes of stent damage and dislodgement (before use) may include inadvertent rough handling during sheath removal and/or interaction between stent and hemostatic valve, if insertion was attempted. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
On (B)(6) 2020, while unpackaging a 3.5x30 cobra pzf¿ nanocoated coronary stent system for a planned percutaneous coronary intervention (pci), stent damage was noted. Another 3.5x30 cobra pzf¿ nanocoated coronary stent system was unpackaged; stent damage was also observed on this device and the stent dislodged from the balloon prior to entering the patient. There were no reported adverse patient effects. Though requested, no additional information was provided by the site.